Event description:
It was reported that a patient underwent an inguinal hernia repair procedure on (B)(6) 2013 and suture was used for fixation of mesh in the area near the pubis. During knotted suturing, the needle broke in the swage area and fell into the patient. The incision was then extended a little to find the broken piece. The needle was retrieved.

Manufacturer narrative:
(B)(4). A needle that broke in the body towards the attachment end was submitted for this evaluation. A microscopic inspection revealed indents and scuff marks and indents around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductility. There are no signs of manufacturing defects found on the needle.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers:batch gk2146; batch gk2783; batch gl2223; batch gk2006.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch gk2146, batch gk2783, batch gl2223, batch gk2006. This report is a 30 day initial report, sent as follow-up 1 due to emdr duplicate error.

Event description:
It was reported that a patient underwent an inguinal hernia repair procedure on (B)(6) 2013 and suture was used for fixation of mesh in the area near the pubis. During knotted suturing, the needle broke in the swage area and fell into the patient. The incision was then extended a little to find the broken piece. The needle was retrieved.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.